Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, self test and unexpected restart error tests. No external ram crc, unexpected restart or displayable history alarms were noted during testing. The pump had a displayable history alarm in the alarm history screen due to a corrupted history file. The pump was programmed and monitored for one day and no blank display was noted. No bolus anomaly or basal anomaly was noted during testing. All buttons functioned properly. However, the keypad traces had slight moisture damage. The pump had minor scratches on the display window, a cracked display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 868mg/dl. Customer treated with pump. Troubleshooting found that the pump also alarmed unexpected restart and the keypad is unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.